Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the ins and extensions were revised and replaced today, as the patient was experiencing shocking/pain at the ins site. It had been determined there were elevated impedances on c0, c1, c2. The revision resolved impedance issue on 2, but 0 and 1 were stated to still be elevated, though improved, with revision. No further symptoms or complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient has been having fluctuations in impedances and changes in symptoms where they improve or go away and then get worse. The hcp suspected there may be a problem with the system and was trying to access reported and review impedances. The rep stated they would interrogate the ins with his programmer when the patient comes in for an appointment next. No further complications were reported or anticipated with this event. Additional information was received on 2019-08-29 stating the reason for impedance changes was not yet determined and that the patient was having x-rays on the same date of (B)(6) 2019. No further actions were being taken at the time this information was received.